Manufacturer narrative:
Block b3: the exact date of event was not reported. The exact date of event was not reported. The retrospective study start date of january 1, 2019, is used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: alexander johnson parker; greg tokwabilula; lakshmi narsinganallore venkatesh; rana bhattacharya; jonathan bannard-smith; daniel haley; abubaker y m ahmed; anthony wilson; joe geraghty. "Severe acute pancreatitis in the era of endoscopically placed lumen-apposing metal stents (lams): critical care outcomes from a large UK pancreatobiliary centre." Frontline gastroenterology 2024; 15:366-372. Block h6: imdrf patient code e0506 captures the reportable patient complication of "major bleeding episodes during hospital admission." Imdrf impact code f2202 captures the "percutaneous drainage and interventional radiology as a therapeutic intervention." Imdrf impact code f08 captures the "prolonged hospitalization (median length of stay is nine days)." Imdrf impact code f0801 captures the "critical care." Imdrf impact code f1901 captures "surgery." Imdrf impact code f2302 captures "blood transfusions required during critical care." Imdrf impact code f2203 captures "interventional radiology as a therapeutic intervention."

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article: "severe acute pancreatitis in the era of endoscopically placed lumen-apposing metal stents (lams): critical care outcomes from a large UK pancreatobiliary centre, by alexander johnson parker, et al." Per the article, a retrospective observational study examined patients with severe acute pancreatitis (sap) between january 1, 2019, and june 16, 2022. Among patients treated with lams, the following outcomes were reported: major bleeding episodes during hospital admission, blood transfusions required during critical care, percutaneous drainage, surgery, interventional radiology as a therapeutic intervention, and prolonged hospitalization (median length of stay is nine days). Please see the referenced article for full details and full listing of physicians and healthcare facilities.